Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionably low results on their c501 analyzer. The customer stated this event occurred from (B)(6) 2014. The customer stated all the patients had negative or zero results accompanied by data flags, but did not provide specific examples of these results. The customer did provide results for two discrepant lactate gen2 results that were reported outside the laboratory that were higher upon repeat on another analyzer. The customer stated they recalibrated and routine quality control was still out of range low. The customer stated the reaction cells were overflowing. All the calibrations and quality controls were fine prior to that. The customer had no other issues. The first patient's initial lactate result was 0.5 mg/dl. The repeat result was 1.4 mg/dl. The second patient's initial lactate result was 2.2 mg/dl. The repeat result was 4.8 mg/dl. The patients were not treated and there were no adverse events. The lactate reagent and expiration date were requested but not provided. The field service representative found a vacuum system failure leading to the analyzer not vacuuming waste out of the cells. He replaced the valves and pump that were causing a vacuum failure. He performed mechanical, electrical, and fluidic checks of the analyzer without errors. The customer was able to calibrate, perform quality control, and run patient samples without errors. The analyzer was performing to specifications.